Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis, and patient dissatisfaction with procedure outcome. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 225 mentor siltex round moderate profile on both sides and was presented with left side breast implant deflation confirmed by mammogram on (B)(6) 2018. Patient expressed dissatisfaction with procedure outcome and bilateral ptosis was also reported. As a result, the devices were explanted, and replaced with mentor gel catalog number 3507170mc on both sides on (B)(6) 2019. This report is for the patient¿s right-sided device.